Event description:
It was reported that this patient experienced stimulation. While evaluating the patient/system it was discovered that it was not stimulation and the right ventricular (rv) lead was exhibiting intermittent capture at maximum outputs. The patient did not experience asystole and the device was reprogrammed. The rv lead had dislodged. Subsequently, the patient underwent a revision procedure and the rv lead was repositioned. No additional adverse patient effects were reported.